Event description:
It was reported that a new libre 3 plus sensor did not pair with the ilet, resulting in no cgm data on the pump; the guardian had not connected the abbott app, and the agent performed troubleshooting that included recalibrating the pump using a fingerstick value of 328 mg/dl, toggling libre 3 plus settings, and restarting the ilet, after which the sensor warmup screen appeared and cgm values resumed. Symptoms included no reported clinical symptoms. Outcomes included no need for medical care and non-medical assistance from a caregiver due to the user being underage. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that cgm pairing initially failed and was resolved after device restart and configuration steps, with insulin delivery resumed following calibration. It was concluded that the event was attributable to a temporary sensor pairing failure that resolved with standard troubleshooting, with no injury reported.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.